Event description:
Pain. Swelling. Arthritis. Joint effusion. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt¿s medical history was significant for operation for meniscus disorder and ligament injury, previous treatment with artz, suvenyl and synvisc (two series). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dose regimen not provided into both knees and had large swelling after the injections. The lot number of synvisc was not provided. On (B)(6) 2012, the pt visited the clinic, had fluid aspirated (right 70ml and left 17 ml), received synvisc injection into both knees and experienced arthritis. It was reported the pt developed pain and swelling. On the next day, the pt revisited the clinic, had arthrocentesis (right 130 ml and left 70 ml, both opacified) and received triamcinolone acetonide at 20 ml into each knee. On (B)(6) 2012, the pt felt that the event improved. On an unspecified date in (B)(6) 2012 (one week after onset), the pt recovered from the events of pain, swelling, arthritis and joint effusion. Concomitant medications were not provided. The intensity for the events of pain, swelling, arthritis and joint effusion was not provided. The reporter assessed the relationship between synvisc and the events of pain, swelling, arthritis and joint effusion was not provided. The reporter assessed the relationship between synvisc and the events of arthritis as definite. The relationship between synvisc and the events of pain, joint effusion and swelling was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 20-sept-2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.